Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid, and lower abdomen and flanks on (B)(6) 2020 using the cooladvantage and coolmax system applicators, who presented with a recurrence of paradoxical hyperplasia (ph) post corrective surgery. The upper and lower abdomen areas were confirmed as having ph according to abbvie medical safety.

Manufacturer narrative:
Corrected data: b5, b7, d10, h6. H10 continued: 3007215625-2024-00315. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 3jun2024.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the abdomen and flanks on (B)(6) 2020 using the cooladvantage coolcore and coolmax system applicators, who presented with a recurrence of paradoxical hyperplasia (ph) post corrective surgery. The abdomen and flanks areas were confirmed as having ph according to abbvie medical safety. Patient noticed symptoms three months post coolsculpting treatment. On (B)(6) 2020, the patient had liposuction correction surgery (vaser lipo).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid, and lower abdomen and flanks on (B)(6) 2020 using the cooladvantage, coolcore applicator and legacy coolmax system applicator, who presented with a recurrence of paradoxical hyperplasia (ph) post corrective surgery. The upper abdomen, lower abdomen, middle abdomen, and bilaterial flanks were confirmed as having ph according to abbvie medical safety.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.